Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump may have experienced an issue. The high blood glucose reading was 23.4 mmol/l, and the most recent blood glucose reading was 11.1 mmol/l. No physical damage to the insulin pump was observed. There were no leaks at the infusion set tubing or reservoir. The caller did not have any tubing clamps to perform troubleshooting. There was no presence of a no delivery alarm on the insulin pump. The caller stated that she felt that the issue was related to the insulin pump and requested its replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.